Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2026 due to an infection on her pd catheter site. The patient was discharged on (B)(6) 2026. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2026 due to cloudy pd effluent and abdominal pain. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was admitted to the hospital. The patient was initiated on antibiotic therapy with intravenous (IV) vancomycin and ip cefepime (dose, frequency, and duration not provided). The culture resulted positive for stenotrophomonas maltophilia. The white blood cell (wbc) count was 16,842. The patient was discharged on (B)(6) 2026. The antibiotics were changed upon discharge to ip vancomycin 1,500mg every four days and ip ceftazidime 2,000mg daily in the longest dwell. Once the sensitivity results were finalized the antibiotics were switched to oral levaquin 250mg every 48 hours for 2 weeks and oral minocycline 200mg twice a day (duration not provided) which initiated on (B)(6) 2026. The cause of the peritonitis was the shower head not being cleaned per policy and procedure. The patient and caregiver have been re-educated. The patient is continuing ccpd during recovery.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: the information provided by the pdrn confirmed there is no temporal or causal relationship between peritoneal dialysis and utilization of the liberty cycler set. The cause of the peritonitis event has been attributed to the patient¿s shower heads not being cleaned. The contamination causing the peritonitis event would have taken place during showering and not their dialysis treatment. The culture result of stenotrophomonas maltophilia supports this cause as these organisms are frequently found in water sources and forms biofilms, making it difficult to treat. The patient and their caregiver have since been re-educated on the proper cleaning policies and procedures. Based on the available information and no allegations or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.